Event description:
It was reported that the patient presented for a follow up and a chest x-ray revealed the lead had dislodged. The lead exhibited low impedance and was repositioned. The values continued to be low but physician decided to -accept these values-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.